Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
Information was provided that the sheath broke off within the (B)(6) male patient. The patient was taken to the operating room (o.r.) For open removal of the device portion. Additional information and patient outcome has been requested; however, no additional information has been provided at the date of this report.

Manufacturer narrative:
(B)(4). Event investigation - a complete review of complaint history, instructions for use(IFU), quality control(qc), and a visual inspection of the complaint device was conducted. A visual examination revealed part of the tip was missing. The remaining sheath is 30 cm with 1 cm of stretched coil. The shaft material is slightly accordioned which would be consistent with it being stretched and then released. The partial dilator appears to be cut off and severly stretched with kinks in several places and indentations from the coil of the sheath. Qc inspection methods are in place to verify that the device is manufactured to specifications. The instructions for use(IFU), cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The root cause of the separation cannot be determined but damage is consistent with use of excessive force beyond the design of the device. There is no evidence to suggest that product was not manufactured to current specifications. Cook incorporated will continue to monitor for similar events.

Event description:
Information was provided that the sheath broke off within the (B)(6) year old male patient. The patient was taken to the o.r. For open removal of the device portion. Additional information and patient outcome has been requested; however, no additional information has been provided at the date of this report.